Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient stated the last time the ipg was fully charged was the week before (B)(6). A company representative met with the patient but was unable to communicate with the patient's ipg and external devices. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient had his scs ipg replaced with a new one.